Event description:
Patient with implanted heartmate iii left ventricular assist device (lvad) with chronic pseudomonas lvad infection was admitted due to a confirmed culture of pseudomonas bacteremia. No surgery needed at this time. Blood cultures cleared prior to hospital discharge and a course of cefepime was ordered by the physician.